Event description:
It was reported that an akreos (mi60) lens opacified approx 2 years after being implanted in the pt's left eye. The lens was explanted in (B)(6) 2012. According to the surgeon, the pt's current prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.